Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was complaining of worsening fatigue and progressing shortness of breath, dyspnea upon exertion and orthopnea. Labs showed patient with anemic with no signs of bleeding, and high ldh. The patient's ldh peaked during the clinic visit at 992, but was 492 and dropping at discharge (post thrombolytic). He also had increased bilirubin and elevated probnp at admission. An echo showed no visible thrombus, but aortic valve opening, consistent with incomplete pump support. The patient had a low speed event overnight on (B)(6) 2014 and the hospital exchanged the system controller. The patient stated that the flow was reading "---" for several days. The patient was transfused 2 units of packed red blood cells, placed on integrilin and argatroban, and ultimately given tissue plasminogen activator. The patient was discharged home on plavix in addition for his aspirin and coumadin. Patient was admitted to the hospital on (B)(6) 2014 and was discharged on (B)(6) 2014. Additional information received indicated that the patient was readmitted with worsening signs of hemolysis. The pump was exchanged on (B)(6) 2014 due to suspected thrombus.